Event description:
It was reported that when using the bd pyxis¿ medstation¿ es acmbmt105b drawer could not be closed due to interference from a cubie lid. The customer removed the cubie pocket in order to allow the drawer to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to close due to cubie lid. A field service engineer contacted unit and recommended to reach out to pharmacy to assisting in reinstalling pocket back into drawer. Followed up with unit and pharmacy was able to reinsert pocket back into drawer. The system functioned as intended after the issue was resolved.